Event description:
It was reported the patient was hospitalized post permanent implant procedure because she experienced tachycardia for unknown reason. The stimulation has not been turned on since implant. There was no complications during the procedure and no prior cardiac issues were known prior to the procedure. Follow up information identified the heart rate has returned to normal. The stimulation has not been turned on yet.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.